Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor seized and jammed, the unit is dirty, the gear is worn where it connects to the gear system, causing play in the switch. This was attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
It was reported that the trigger got stuck and did not detach. Also, when operating, the safety nut returned and closed so that the device turned off. This is report 1 of 1 for complaint (B)(4).